Event description:
Patient presented with high lead impedance when their device was checked during pre-op for a generator replacement. Patient underwent full revision surgery. The explanted products were discarded. No other relevant information has been received to date.